Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 600 mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient began to have a headache on (B)(6) 2018, and a fever started on (B)(6) 2018. A dye study was performed and had good cerebrospinal fluid (csf) aspiration. The csf was sent for analysis which showed a white blood cell count of 1200 and a positive culture. Due to the csf culture results the decision was made to explant the pump and catheter. It was reported that the issue was resolved at the time of the report. The explant took place on (B)(6) 2018. The patient's status at the time of the report was noted to be "alive-no injury." No further complications were anticipated/reported.